Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Atherectomy followed by angioplasty and placement of a stent through a 7f procedure sheath in the right femoral artery. Following the procedure, a 7f celt acd was deployed in the right femoral artery but dr noted that after deploying the distal wing and then deploying the proximal wings dr experienced a pull-out of the celt from the arteriotomy site. Dr performed a fluoroscopy and noted that the implant was fully deployed and located in the subcutaneous tissue. Manual pressure was applied post procedure for 45 minutes. No hematoma was noted.